Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation in unopened blister packs. The returned sample was visually examined for clogs. It was observed that the returned sample was not clogged as light was able to pass through the samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation conclusion bd was not able to confirm the condition reported by the customer as returned sample was found to not be clogged as light was able to pass through the sample. H3 other text : see h.10.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: the doctor aspirated the liquid medicine with the needle 0,25x12 an then changed it to the needle 0,3x13. When trying to remove the bubbles of the syringe, she noticed that the needle performed a pressure in the syringe, and it was no flow inside the needle, it seems to be clogged. Information received by email on 8/28/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: the doctor aspirated the liquid medicine with the needle 0,25 x 12 an then changed it to the needle 0,3 x 13. When trying to remove the bubbles of the syringe, she noticed that the needle performed a pressure in the syringe, and it was no flow inside the needle, it seems to be clogged. Information received by email on (B)(6) 2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention.